Event description:
On (B)(4) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Event happened in (B)(6). Immucor laboratory tested retention product on (B)(4) 2014 which performed as expected. Immucor laboratory tested returned customer blood samples on (B)(4) 2014 which performed as expected by demonstrating anti-c antibody.